Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The display was flickering when moved up or down. The fse determined that the display connection was loose. The fse reset the display connections. The machine was observed for one hour. It was working fine. The equipment was handed over to the customer in good, working condition for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display is flickering, when switching on the machine. There was no patient involvement.